Event description:
Per the information provided to co by the physician's office, the device was removed as it was "poorly functioning". As reported to co the entire 2-piece mentor manufactured device was removed and replaced with a mentor 3-piece inflatable penile prosthesis.